Event description:
It was reported to philips that the pads seem to be malfunctioning.

Event description:
It was reported to philips that the pads seem to be malfunctioning.

Event description:
It was reported to philips that the pads seem to be malfunctioning. There was no patient involvement. The remote field service engineer (fse) indicates the device needs a therapy pca and a patient connector. The customer rejected the quote for replacing the therapy pca and the patient connector. The customer can call back if they any further assistance. No further action at this time.